Event description:
The customer contact reported the device alarmed with an e321 (batt charger timeout) error code. The device was returned to the biomedical department with an unsigned note from the intensive care unit indicating e321. No specific pt information, pump programming, or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.